Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge on the pump displayed a different amount than expected, causing a discrepancy in the fill estimate. Despite this issue, there was no adverse impact on the customer's blood glucose level. Reportedly, the customer filled the cartridge with cold insulin. Customer was educated on loading room temperature insulin into cartridges. The customer declined to load a new cartridge and continued to use the current cartridge to resolve the issue.